Event description:
It was reported that a suspected lead malfunction was observed. It was also noted that the patient underwent an unspecified lead revision. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that externalized conductors were observed via fluoroscopy. During the explant procedure, a sternotomy was performed due to difficulties removing the lead. The tricuspid valve was torn and damaged and the patient required a tricuspid value replacement. The patient was in stable condition following the procedure.